Event description:
When a plan is being prepared with the gantry at 90 or 270 and couch at 90 or 270, the ssd and depth used for calculation will correspond to the beam entering on the first slice. This will result in sub-optimal calculation accuracy if these set-up conditions are used with a vertex field that enters on a slice other than the first slice. The more accurate entry-point sdd and depth are used for calculation for gantry angles are offset by at least 0.5 degrees from 90 or 270.